Manufacturer narrative:
No sample has been returned for evaluation for the report of device migrated into the anterior chamber; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative dislodgement or movement of the stent is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported on behalf of the surgeon that following a micro-stent implant procedure, the device has migrated into the anterior chamber. The device collar and three rings are now visible. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of device migrated and then was explanted; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative dislodgement or movement of the stent is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU).(B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received reporting the device was replaced.